Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had t-wave oversensing (twos), which inhibited pacing. Reprogramming was done, which resolved the twos for a few minutes and over-sensing was identified again. Programming changes were made to increase ventricular sensing sensitivity and twos was not identified again. The lead remains in use. No patient complications have been reported as a result of this event.